Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture and dislodgement were observed. The lead was successfully repositioned.